Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient statedthat they stimulation was being to high because they change the program. No f urther complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the therapy stopped helping her. She is peeing herself all day. The nurse checked it and changed patient programmer batteries and it seemed to be working but therapy then continued not helping her and patient got aggravated and turned it off. Patient called to get assistance changing a program. Patient further reported that they increased stim once at hcp office and she almost fell off the table. The jolt was really the jolt and it happened in 2019. Patient said sometimes stim was too high hurting her and felt more intense when she is sitting on chair or sofa. Patient also stated at the time of the call, they felt no stimulation. It was determine that patient was on program 3 at 0.7v. Patient turned ins back on and felt stimulation too high ,she felt shooting pains/jolts right up her vagina. Patient was instructed to turn stim down and switched to program 4 at 1.0v. Patient will monitor symptoms at this settings. No further complications were noted or anticipated.